Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software was loaded. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system's hard drive had issues. No pt injury was reported.